Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray tube. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system made a popping sound and images then became grainy. Grainy images.